Event description:
It was reported that the customer went to the Emergency Room with a blood glucose (BG) level of 580 mg/dL and ketones; cause was unknown. The customer was released that same day and told to hydrate at home. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS_iPhone 13 Pro Max / 2.9.1 / iOS_18.6.2.